Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Break in tubing from reservoir to pump right above the pump , causing fluid loss and device malfunction a few months after implant. No adverse patient effects reported.